Event description:
A customer reported experiencing a cartridge alarm 20 while loading the cartridge. There was no adverse impact on the customer's blood glucose level. The customer successfully completed the cartridge loading process and resumed insulin therapy, resolving the issue.